Event description:
Pt had left mastectomy in 1988 and in 5/19/89 had a silicone breast implant. She had a normal immediate post-operative recovery. She recently presented to the physician's office with complaints of capsular contracture and slight displacement of prosthesis. Also, her mental anguish regarding this implant has increased with recent media coverage of silicone breast implants. Upon removal of the implant it was noted to be intact.